Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the kidney during an ureteroscopy with stone extraction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the sheath broke in half while it was placed in a basin for hydration. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable.